Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2015; 429888 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a superficial pocket infection of unknown organism was observed, along with pocket erosion. The patient underwent an x-ray and computerized tomography (CT) scan which showed a perforation and the right atrial (ra) lead had dislodged and the tip was against the chest wall, no longer inside the right atrium. The physician noted it was unknown when the ra lead had dislodged. The cardiac resynchronization therapy defibrillator (crt-d) was removed and the patient was downgraded to a cardiac resynchronization therapy pacemaker (crt-p) and the new device was implanted in a subpectoral position on the left side of the patient's chest. No action was reportedly taken for the ra lead and the lead remains in use. No further patient complications have been reported as a result of this event.